Event description:
It was reported that after a non-device related surgery, the patients leads have been cut or damaged. Additional information was received that an electrocautery was used during the non-device related surgery. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 242101.

Event description:
It was reported that after a non-device related surgery, the patients leads have been cut or damaged.